Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving morphine via an implanted infusion pump. It was reported the physician was only able to withdraw 2cc when 18cc were expected. The hcp then tried to fill the pump and were only able to fill 22 of the 40 cc. They sent the patient home with the pump turned down. The patient was back today and was given narcan by their daughter due to being less responsive than normal. It was noted the patient had other health issues but none were disclosed. The rep recommended sending the patient to the implanting physician to work up the pump but the managing physician was not very responsive to the recommendation. It was unknown if the issue resolved.